Event description:
The customer reported that erratic quality control (qc) results, with elevated qc outliers, were generated on an unicel dxc 600i synchron access clinical system in conjunction with several instrument incubator belt motion errors and wash carousel motion errors. It is unknown if any patient results were affected during this event as the customer was not questioning any patient results and had not supplied any patient information. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. No patient information, patient results, sample handling/collection information and system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed an incubator calibration to verify belt integrity which generated results which met instrument specifications. The fse inspected the wash wheel with no spills or damaged bearings observed. The fse also inspected the incubator belt rv (reaction vessels) clips with no issues noted. The fse decided to proactively replace all of the rv clips and recalibrated the incubator belt successfully. The fse performed an incubator belt exerciser routine with no issues noted. The fse verified the wash in and wash out alignments for the wash wheel as well. The fse noted that while re-verifying the pipettor voltage and draining the pipettor tip, the vacuum pump failed. The fse performed a vacuum test which failed. The fse replaced the peri-pump tubing and retested the vacuum pump which generated acceptable results. The fse performed a routine system check which passed within instrument specifications. The instrument was returned back into service after completion of the necessary repairs. Hardware is the root cause of this event.